Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 which is indicative of the battery voltage being too low for the projected remaining capacity. Device replacement was recommended. At this time the ICD remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 which is indicative of the battery voltage being too low for the projected remaining capacity. Device replacement was recommended. Surgical intervention was later performed and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 which is indicative of the battery voltage being too low for the projected remaining capacity. Device replacement was recommended. Surgical intervention was later performed and the ICD was explanted. No additional adverse patient effects were reported.